Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 287 mg/dl and a bolus was delivered to address the bg level. The customer thought that the number carbohydrates may have been miscalculated resulting in underestimating the insulin needed for the meal and was the cause of the high bg. The customer received a malfunction code and the bg was 210 mg/dl at the time of the malfunction. The customer was to use insulin injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified. Functional testing was performed and no failure was identified related to the reported bolus delivery/high blood glucose issue.